Manufacturer narrative:
The model and lot number are currently unknown, as it was not available in time for prepared submission. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, after the physician engage the right inferior pulmonary vein (ripv), it was noticed that the patient became tachycardic and hypotensive. The intracardiac electrogram was used, and a significant pericardial effusion was noted. It was unclear when the perforation occurred. A pericardial drain was placed, and the procedure was cancelled. The patient was admitted for further observation, and it is expected to recover. It is unknown if the faradrive steerable sheath is available for return.